Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited a high capture threshold. Technical services (ts) reviewed device data and determined there was atrial pacing on the presenting electrogram (egm), followed by ventricular sensed beat which indicated capture. However, ts advised the health care professional (hcp) to have cardiology review the presenting egm and determine if the ra lead was capturing appropriately. This pacemaker remains in service. No adverse patient effects were reported.